Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient, through other company representative, reported "rupture". This record is for an unknown side. The device has been explanted. The device will not be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient, through other company representative, reported "rupture". This record is for an unknown side. The device has been explanted. The device will not be returned.